Event description:
Un-reporting deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ wrinkling: observed, fold creases. As per the investigation procedure wear abrasion and two openings assessed as surgical damage were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side "rippling and deflation¿. Healthcare professional later reported no deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "rippling and deflation¿. Device remains implanted.